Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported their external programmer antenna was damaged.

Event description:
Additional information was received from the patient who reported they received a new programmer but was still encountering the same issue that was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient tries to press the power on the programmer but the screen remains blank. It usually takes 20-30 minutes to get programmer to power on. The patient reported when they got the programmer it was working but then eventually it took longer to turn on and adjust. The patient reported when they start to feel pain they know it's time to turn stimulation on. Patient states they always experience some residual stimulation so when they turn it off its ok for a little bit but then the pain starts to return. Patient states now that they can't get programmer on, can't turn stimulation back on. Patient also reported if they lean over the stimulation goes higher than opposed to straight up. Patient states stimulation is shocking them until they can turn it back down again. Patient states this isn't an issue with the device, but it's something they do to themselves because they adjust and turn stimulation up and down frequently. No further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.